Event description:
Patient reported that after giving it extra time their bite is still off. When they bite down their molars on the right side meet but the left side does not.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.